Event description:
It was reported that the electronic patient gas system (epgs) failed oxygen (o2) calibration. As mitigation a manual blender was installed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the electronic patient gas system (epgs). The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the epgs to lab use only (luo) testing equipment. The epgs was calibrated three consecutive times passing each time. Verification and release testing was performed and passed. It was determined that the epgs met specification. The service repair technician (srt) could not duplicate the reported complaint. The epgs was powered up and the oxygen (o2) analyzer calibrated successfully. Calibration and testing was ran and passed. The srt did not observe any o2 analyzer calibration failures. The o2 sensor was replaced as a precaution. The unit operated to the manufacturer's specifications.

Event description:
Additional information was received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.